Event description:
An ophthalmic surgeon reported a pt showed a suspected opacification of an implanted intraocular lens (iol). According to the surgeon, the patient's visual acuity was affected by the opacification of the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. (B)(4).